Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the date of the medical event is unknown.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory.

Event description:
Customer reported receiving a reading of 148 mg/dl on her freestyle freedom lite blood glucose meter which was higher than a reading of 119 mg/dl received from a healthcare provider's meter, within 10 minutes. She further reported experiencing fatigue, weakness and subsequently lost consciousness. No third-party emergent medical intervention was reported. Customer noted she had been cutting back on her food in an attempt to lower her blood glucose. Customer was unable to state when the medical event occurred or when the readings were obtained. Customer declined to provide any additional information. There was no report of death or permanent injury associated with this event.